Event description:
It was reported that upon power up, the cardiosave intra-aortic balloon pump (iabp) generated a code 14 . There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the drive regulator then calibrated the unit to the factory specifications. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. An additional customer contact was provided and reads as follows: (B)(6), biomed dept. (B)(6).

Event description:
N/a.